Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas device became unresponsive to touch, preventing unlock and on-device interaction; a firmware update could not be initiated due to the nonfunctional screen, and a replacement device was provided with instructions for return of the malfunctioning unit. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included no injury, no medical intervention, and no hospitalization, with the user relying on an alternative insulin therapy until the replacement arrived. Investigation included remote troubleshooting and confirmation of device identity and shipping information. Investigation of this case revealed a suspected touchscreen display malfunction consistent with a user interface/input component failure that impeded device operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen/display subsystem with undetermined underlying mechanism pending device evaluation. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.